Event description:
It was reported that patient underwent partial knee arthroplasty on (B) (6), 2007 as part of a clinical study. Subsequently, patient experienced problems with pain. A revision procedure was performed on (B) (6), 2009 to remove and replace the femoral component, tibial component and tibial bearing due to cement particles.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The manufacturer of the bone cement is unknown. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. The device is in a clinical study and not available for evaluation. (B) (4).